Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during device evaluation that the video system center exhibited no image on the monitor screen due to a faulty printed circuit board. All light emitting diodes (led's) of the front panel were glowing continuously due to a faulty main board. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h3 and h6. Corrected field: h6 (medical device problem code) a review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over six (6) years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that "no image on monitor screen" occurred due to a failure of the printed circuit board. Additionally, it is likely that " all light emitting diodes of the front panel are glowing continuously" occurred due to a failure of the main board. Olympus will continue to monitor field performance for this device.